Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.

Event description:
It was reported that outside of surgery the comb was damaged. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Concomitant medical products item#: 00770302000, z.s.g.m. Cutter 2:1 ratio, serial#: (B)(6). Item#: 00770303000, z.s.g.m. Cutter 3:1 ratio, serial#: (B)(6). Item#: 00770304000, z.s.g.m. Cutter 4:1 ratio, serial#: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.